Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula and bent to the side. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Excessive plastic was noted on the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.